Event description:
A us distributor reported that a patient's electrode belt's cable was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged belt) has confirmed that the lead -1 wire was pinched the root cause for pinched cable was physical abuse. There was no adverse event that resulted from the damaged belt.